Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the scope connected with the video system center did not stay in the front of the unit and the clip felt loose. There was no patient involvement.